Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable results from two coaguchek xs pro meters compared to a laboratory using an unknown reagent. For the following comparisons, the customer did not know the date/time of testing or device used. Meter 6.5 inr, laboratory 3.5 inr. Meter 4.7 inr, laboratory 3.1 inr. Meter 4.6 inr, laboratory 2.6 inr. Meter 6.1 inr, laboratory 3.1 inr. Meter 4.2 inr, laboratory 2.5 inr. Patient 1: the customer used meter serial number (B)(4) and strip lot 38123612 with expiration date 31-aug-2020. On (B)(6) 2020 at around 10:00 am, the meter result was 6.4 inr. At the same time, the result from the laboratory was 3.5 inr. Patient 2: the customer used meter serial number (B)(4) and strip lot 42401011 with expiration date 30-apr-2021. On (B)(6) 2020 at 10:40 am, the meter result was 4.6 inr. At the same time, the result from the laboratory was 2.6 inr. The patient's coumadin dose was held for one day based on the meter result as they did not have the laboratory result yet. Patient 3: the customer used meter serial number (B)(4) and strip lot 42401011 with expiration date 30-apr-2021. On (B)(6) 2020 at 10:40 am, the meter result was 4.6 inr. At the same time, the result from the laboratory was 2.6 inr. The patient's coumadin dose was held for one day based on the meter result as they did not have the laboratory result yet. The therapeutic range for all of the patients was 2.0 to 3.0 inr.